Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Fluid leak/major bleed: since insufficient clinical details were provided and product wasn't returned for investigation, the cause of the fluid leak could not be determined.

Manufacturer narrative:
Removed a24 from h6 and added a050401 to h6. The investigation is still ongoing.

Event description:
An impella cp device was inserted into the right femoral artery in a 56-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a protected percutaneous coronary intervention (pci). During the procedure, there was bleeding at the diaphragm of the 14fr sheath. It is unknown if treatment was required. While the patient was in the intensive care unit (ICU), there was a drop in hemoglobin requiring blood transfusions. The patient received multiple blood products and albumin to assist with volume resuscitation. It was reported that the physician did not attribute the event to the impella. Two days after impella insertion, the device was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 1.8l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.